Manufacturer narrative:
On 12/20/2018, mentor received additional information about the event. It was initially reported that the patient was scheduled to undergo bilateral explantation on (B)(6) 2018. New information states that the patient will undergo bilateral explantation on (B)(6) 2018. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision procedure with a mentor siltex round moderate profile 150cc saline breast prosthesis (left device) and a mentor siltex round moderate profile 375cc saline breast prosthesis (right device) when the left breast prosthesis deflated after implantation. The patient woke up and noticed that the left side had deflated. Deflation was confirmed by a visual examination. In addition, the patient reported feeling pain in her left side and capsular contracture (baker grade unknown) in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 11/02/2018, mentor received additional information about the event. The patient will undergo bilateral explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).